Event description:
It was reported that non sustained right ventricular oversensing episodes were observed on the right ventricular (rv) lead on electrocardiograms (egms). Most of the episodes had occurred on (B)(6) 2022. Crosstalk after atrial pacing was observed. The patient denied any recent surgeries, medication changes or abnormal events around this time and was asymptomatic to these episodes. Continued monitoring was recommended. The patient was stable.